Manufacturer narrative:
Section g3: the initial report was submitted on 23mar2023 with a g3 date of mar 2, 2023. The correct g3 for the initial report should have been mar 1, 2023. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log files confirmed the reported low speed events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Review of the log files also confirmed transient elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. The submitted log files captured transient elevations in pump power and flow on (B)(6) 2023. A specific cause for these findings could not be conclusively determined through this evaluation. Additionally, low speed events were captured on (B)(6) 2023 while the patient was supported by the mobile power unit (mpu). No other notable events or alarms were captured. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU addresses all pump parameters including power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several low-speed advisories with elevated powers that seemed to have resolved. There were also replace system controller alarms. The patient had a history of elevated lactate dehydrogenase (ldh). The patient denied dark colored urine but did not produce much urine due to end stage renal disease (esrd) and being on hemodialysis. The log file captured low speed events on 06feb2023 while using the mobile power unit (mpu). On 06feb2023 low voltage/ no external power events were noted. It appeared that both power leads were disconnected causing these alarms. It was later communicated that the patient was seen in clinic following the controller exchange and had low speed advisories. A short to shield was suspected at that time and was later confirmed. X-rays of the driveline showed a loop at the pump end bend relief which could cause strain on the driveline. The patient was placed on an ungrounded cable and it was reported that the patient did not have further alarms on the ungrounded cable. The speed drops noted in the log file seemed to occur while the patient was using the bathroom.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.